Event description:
Facility sms program with drug interaction/allergy is supposed to alert user to pt allergy and drug interactions if a pt presents one. It does in only some cases and is not accurate in at least two cases user knows of. They are metoclopramide and bupropion. Rptr can only guess if there are others. But it is supposed to do all current meds so if the customer believes the company, there could be severe allergic reactions that could possibly develop.